Event description:
It was reported that after a da vinci-assisted surgical procedure, there was peeling of the coating at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument and completed the failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The complaint was confirmed by failure analysis.